Event description:
Customer alleged blood glucose results of 501 mg/dl, 150 mg/dl and 110 mg/dl when testing was performed back-to-back on the compact plus system. Customer did not report on symptoms, treatment or actions based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.